Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the line power indicator is out and the mobile view station (mvs) display is black. The site called it in again because the issue was not resolved and the system is down. No patient present.